Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient reported redness, swelling and blisters at implant site. It was further reported that the patient experienced rash, infection and allergic reaction. Antibiotics were prescribed due to rash and blisters. The icm remains in use. No further patient complications have been reported as a result of this event.